Event description:
It was reported that during surgery the patient was a large male patient and would have ideally have suited a size 9 femoral prosthesis, however software does not support a size 9 implant. Smaller prosthesis was implanted (size 8) and more bone was resected posteriorly and distally to balance the knee. The femoral flexion was increased to 6.